Manufacturer narrative:
This report will be updated when additional information is provided.

Event description:
It was reported that during the implant procedure, this passive fix pacing lead exhibited an unspecified issue and was not able to be implanted. A new lead of the same model was used to complete the procedure. It was noted that the lead issue resulted in prolonging the implant procedure. No adverse patient effects were reported. A request was made for the local sales representative to obtain additional information but no new information has been received at this time.